Event description:
Boston scientific received information that during a device replacement procedure, this implantable cardioverter defibrillator (ICD) was attempted as the replacement device. When the right ventricular (rv) lead (model/serial 0161/(B)(4)) was connected to this device, it exhibited a high out of range shock impedance measurment when it was tested. An inefficient 0.1j shock was sent to measure the shock impedance and it measured 89 ohms. An induction test was performed and two shocks at 31j and 41j were delivered but they did not convert the arrhythmia and an external shock was delivered to the patient, which converted the arrhythmia. The programmer displayed an error code that signified a shock had been delivered into an open condition. This lead was surgically abandoned and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.